Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's refill appointment was missed and the pump ran dry. It was noted to be due to a scheduling error by the site. The was sent to the emergency room (ER) and pump was filled with preservative free saline (previously reported) and oxycodone was provided for pain so the patient would not go through withdrawals. The outcome was unknown at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (0.5 mg/ml at 0.25 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient had contacted the hcp yesterday ((B)(6) 2019) saying that her pump had been alarming for over a week. The patient was due for a pump refill. The hcp saw the patient yesterday and confirmed that the empty pump alarm was active. They accessed the pump and it was empty. The pump was refilled with pfns (preservative free normal saline) and a bridge bolus was programmed. They gave the patient oral medication. No patient symptoms were reported. No further complications were reported/anticipated.